Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, observed physical impact damaged consistant with mishandling. The lcd display, front enclosure and housing were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend